Manufacturer narrative:
The sample associated to this report is expected to be returned but has not yet reached our investigation site. If the sample is returned and significant information is identified, a summary of the investigation report will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that ten minutes after patient use a leak was identified however, the source of the leak could not be identified. Extubation and reintubation of a replacement tube was required.